Event description:
It was reported that a (B)(4) a swivel adaptor for a radiolucent base unit had a broken arm. The issue was found during pre surgery testing, therefore there was no pt involvement, (no contact, no injury and the pt was not anesthetized at the time the issue was found). The event did not lead to an increase in surgery time. The medical staff finished the procedure with another mayfield. The date of the procedure is unk. The age and gender of the pt is unk. Which tips were used (ref. /lot number/single use or reusable/MFR)? Answer from distributor: na.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.